Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during preparation for the procedure, the stent delivery wire broke. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was damaged in error by the user. Based on the information currently available, an assignable cause of handling damage will be assigned to this event.

Event description:
It was reported that during preparation for the procedure, the stent delivery wire broke. There were no reported clinical consequences to the patient.